Event description:
This report summarizes three malfunction events. A review of the events indicated that model 600524 hickman s/l catheters experienced a fluid leak. These reports were received from various sources. Of the three events, all involved patients with no reported injury. One of the patients is a (B)(6)-month-old boy weighing (B)(6) kgs. He was involved in two of the complaints. The other patient was a (B)(6)-month-old boy also weighing (B)(6) kgs.